Event description:
It was reported that the pt fell in 2008, on the left side of her head. From then on she was no longer able to hear with her device. An implant check will be carried out four days later.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.